Manufacturer narrative:
The incident unit was received by the service center. The reported condition was confirmed. The investigation found that the torque seal on potentiometer r96 had been removed and the oscillator calibration potentiometer r96 had been turned down to 990 millivolts. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The potentiometer was adjusted to a maximum peak to peak amplitude of 2.47 volts and the rem function was then calibrated to address the condition.

Event description:
The customer reported the unit failed high limit alarm testing. The unit did not exhibit a rem alarm when it should have during testing. There was no patient involvement.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the unit failed high limit alarm testing. The unit did not exhibit a rem alarm when it should have during testing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.